Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. Preliminary review of the patient's pre-op and post-op topographies could not definitely identify characteristics of central islands. Additional topographies along with patient records have been requested. Conclusion: despite extensive investigation, the root cause for the occurrence of central islands has not been determined.

Event description:
A surgeon reports a patient with central islands following bilateral refractive surgery. An enhancement treatment (laser platform unknown) was performed 3 months following the initial procedure. This report is for the right eye, the left eye is being reported under MFR report #1061857-2008-00160. The latest info provided indicates this pt exhibits a 1-line decrease in bcva in the right eye and the pt has reported experiencing ghosting. The surgeon plans to review the pt's status in approx 5 months. Additional info has been requested.